Event description:
Event description guidant received information that there was noise on this ventricular lead, which was sensed by the associated device resulting in inhibition of therapy.

Manufacturer narrative:
Technical services recommended checking the ventricular lead impedance in both unipolar and bipolar configurations. Also discussed doing pocket manipulation and isometrics to try and reproduce the noise. Subsequently, it was reported that the issue was resolved by programming the sensitivity to bi-polar. At this time there is no additional information available. If additional information becomes available, this event will be updated. Additional information was received that the device was later explanted and returned for reliability analysis. Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the pacing, sensing and recording functions of the device. The device performed normally throughout all tests.

Event description:
Boston scientific (formerly guidant) received information that there was noise on this ventricular lead, which was sensed by the associated device resulting in inhibition of therapy.